Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bio-absorbable implants. Bio-absorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that five years ago, the patient received 2x ar-1400b. The femoral tunnel was not positioned correctly, left knee shows a 1 o´clock position. Now, 5 years later, the screws showed up intra-articular, screw has crumbed and is not fully resorbed. Residues were removed in a second surgery, no further treatment needed after residues were removed. Follow-up: no new devices were implanted. Second surgery was done on (B)(6) 2014.